Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02264.

Event description:
The patient was undergoing coil embolization procedure using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target location, however, decided to reposition the smart coil. While retracting the smart coil, the physician experienced resistance and subsequently, the smart coil unintentionally detached. The physician then used the pusher assembly of the smart coil to successfully push the smart coil back into the aneurysm. Afterwards, the physician advanced another smart coil into the microcatheter. Then, to test the smart coil the physician advanced and retracted the smart coil several times in the proximal end of the microcatheter and the physician experienced resistance while retracting the smart coil. Subsequently, the smart coil unintentionally detached. The physician then used the pusher assembly of the smart coil to successfully push the smart coil back into the aneurysm. The procedure ended at this point. There was no report of an adverse effect to the patient.